Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had some low blood glucose levels. Customer's blood glucose level was 82 mg/dl. Customer was also requesting training. Customer has been experiencing low blood glucose levels since august and september. Customer stated that they are unsure if the drive support cap is protruded, loose, sticking out, or flush. Customer stated that she was never trained on how to disconnect the infusion set from the body. Customer stated that she just covers up the pump or removes it. Customer did not complete the troubleshooting. No additional information provided.